Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was obtained: are you able to clarify where in the firing sequence that the instrument stopped? Did the device partially fire and stop? Or, did the device fully fire and stop during the automatic knife return? By, ¿staples were unformed in the situs,¿ were there unformed staples in the patient tissue or unformed staples still in the cartridge? Was there any difficulty opening the device jaws? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Unformed staples were observed in situs. No further information is available.

Event description:
It was reported that during a gastric sleeve procedure, after reloading, it did not staple and cut correctly. The tissue was pushed forward, instrument stopped. The tissue was stapled and cut, some staples were unformed in the situs. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.